Event description:
In 2008, an abbott technician observed that the cell-dyn ruby mixer motor assembly was hot to the touch while performing the electrical test procedure. The technician was not wearing gloves while performing the procedure. The mixer motor can exceed temperature specifications per the international electrotechnical commission standard iec 61010-1, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1, general requirements, section 10-1, surface temperature limits for protection against burns, after cycling power to the analyzer. This states that easily touched surfaces shall not exceed 100 degrees c in normal conditions, and 105 degrees c in single fault condition. This issue does not impact the cell-dyn ruby system performance, or patient results. The potential for the increased temperature in the mixer motor assembly is associated with cell-dyn ruby software version 2.0ml and is not associated with software version 1.0ml. There has been one internal report of an injury in manufacturing during electrical testing; however there have been no injuries reported for this issue from any cell-dyn ruby customers or abbott field service personnel. The electrical testing procedure requires interaction with the cell-dyn ruby analyzer by manufacturing personnel that is not prescribed for customers in the product labeling. A product correction was issued and reported under 21cfr806 to the FDA office on february 19, 2009.

Manufacturer narrative:
(B)(4). The issue was attributed to an intentional change (ic) in the flow script implemented in the cell-dyn ruby software version 2.0ml that inadvertently leaves the motor in medium idle power under certain conditions, and a latent issue with the sample handling module (shm) firmware initialization, unmasked by the changes to the cell-dyn ruby software version 2.0ml, that could potentially set the mixer idle power to high upon analyzer power-up. The following corrective actions were put in place in order to address the issue: a product recall letter was issued with its associated field action and distributed to affected customers. A product information letter with product was issued on (B)(6) 2009 for new customers. A firmware modification for the ic that resides on the shm was released on (B)(6) 2009 to ensure that the mixer motor is reset to low power after more than two minutes at medium/high power when in an idle status. This modification was completed in the field through a technical service bulletin on (B)(6) 2009.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.